Event description:
A pump declared an altitude alarm, which did not cause any adverse impact on the customer's blood glucose level. The customer's insulin was suspended due to the altitude alarm, but the pump was within the validated operating altitude range. Technical support advised the customer to clean the speaker holes and reconnect the cartridge, but insulin could not be resumed, and a new cartridge could not be loaded. Technical support planned to follow up for further troubleshooting.